Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an allergic skin reaction, with unspecified symptoms, while wearing an adc freestyle libre sensor. It was further reported that on (B)(6) 2018 customer had contact with a healthcare provider and was treated an unspecified cortisone ointment. No additional treatment was reported. There was no report of death or permanent injury associated with this event.